Event description:
The patient was second day post-operative in early may, with an elective right carotid endarterectomy with bovine graft and a temporary shunt placement. Approximately 30 hours post-discharge home, patient was talking to his wife at home and all of a sudden grabbed his right neck and stated "oh no." - ER fire department ambulance report. The patient's wife observed a large hematoma on his right neck then massive bleeding. The patient went into asystole, was coded, taken to the hospital ER in full code arrest, and died three days after discharge.